Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was not receiving insulin. The customer stated that had changed the infusion set and the basal rates. The customer also stated that he thinks insulin was leaking into the insulin pump and has smelled insulin for a week. Nothing further was reported.